Manufacturer narrative:
This report is submitted on (B)(6) 2017.

Event description:
Per the clinic the patient developed an infection at the implant site. IV antibiotics were administered (date not reported), however; the issue could not be resolved. Subsequently the patient's device was explanted on (B)(6) 2017.